Event description:
On (B)(6) 2011, the baxter field service technician serviced a colleague device, product code 2m9161, sn (B)(4), for fc 810:04. Patient injury/medical intervention was not reported to have occurred. Any report of patient involvement is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. The software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. Baxter's investigation is still in process. A follow-up report will be submitted when additional information becomes available. (B)(4).